Event description:
It was reported that this new implantable cardioverter defibrillator (ICD) was implanted and the shock impedance measurement was between 125 to 130 ohms. The physician decided to close the pocket and accept this value. After pocket closure the measurements were taken again and found all measurements to be in stable range, shock impedance was at 117 ohms. The shock impedance was measured again prior to patient discharge and the shock impedance measurement was at 81 ohms. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.